Event description:
The customer reported via phone call that the insulin pump was alarming no delivery two or three times per night while he was sleeping. The customer's blood glucose was unknown. The customer stated that he had been testing the insulin pump by running insulin through the tubing and assuming that if he saw insulin then the insulin pump was working. The customer was unable to perform troubleshooting at the time of the call because the alarm had already been resolved by a complete set change. The customer was advised to call back when the alarm occurred in order to troubleshoot. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.